Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that insulin "squirt" out when attempted to prime. Customer also reported to have received a motor error alarm. Customer's blood glucose was 178 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI, but customer reported of working in a chemistry lab. Drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. However, the motor passed motor test. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm noted on alarm history screen. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.